Event description:
The pt was implanted with a left ventricular assist device. The pt had a head bleed and support was withdrawn.

Manufacturer narrative:
The pt expired. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.